Event description:
Additional information was received as follows: it was reported that there was thrombus just below the renal arteries and there was a pre-operative dissection. Films from the time of implant were received and reviewed: the final angio shows a likely type IV endoleak. The endoleak appears as a faint diffused blush coming from the patient's left, and right side of the stent graft near the bifurcate flow divider. No other issues are seen.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever).

Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm ap proximately one month ago. Aneurysm and vessel morphology were not reported. It was reported that the final angiogram showed what appeared to be a blush type IV endoleak. The physician re-ballooned the proximal seal zone with the reliant balloon, to ensure this was not a proximal type I endoleak, there was no change in the endoleak. The physician inserted a pigtail catheter into the bifurcated stent graft body and took another shot to confirm it was not a type I endoleak. The next angiogram showed the same general blush on both sides at the level of the gate. This was classified as a probable type IV endoleak and no further action was taken. The physician will monitor the patient. It was reported that one day post implant, the patient had a fever 101.5. The patient was treated with medication. The investigator indicated that the fever was related to the procedure but not related to the device. No further information was provided.